Event description:
The patient was undergoing an embolization procedure using ruby coil's. During the procedure, the physician attempted to advance the coils through the penumbra microcatheter without success. The stylet was bent, therefore the physician attempted to use another coil; however, it deployed outside of the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturer received a voluntary medwatch report ((B)(4)) on (B)(4) 2014 via mail. No contact information was provided, therefore, the manufacturer is unable to gather additional information. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00162. Unable to contact hospital for device.

Manufacturer narrative:
Catalog # corrected from rby2c0520 to rby2c0512.